Event description:
It was reported via repair work order that the stretcher jack lifts and the stretcher tips forward during use when patient weight is applied to opposite side of unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.